Event description:
It was reported that a user¿s ilet bionic pancreas could not pair with a dexcom g7 continuous glucose monitor (cgm) due to entry of an incorrect pairing code while the ilet cgm setting was initially set to dexcom g6, resulting in repeated invalid code and pairing failed messages; the issue was consistent with a usage-related procedure error and no specific device component was implicated. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, and the user reverted to multiple daily injections with fingerstick monitoring while awaiting replacement sensors from the cgm manufacturer. User support included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet, a usage problem was identified regarding sensor selection and pairing workflow, and no specific part or component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.